Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 2.5x18mm resolute, 2.75x23mm xience xpedition. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition 2.75x23 referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized due to intermittent chest tightness and shortness of breath. Coronary angiography noted 75% stenosis in the left anterior descending (lad) artery, 80% stenosis in the proximal circumflex (cx) artery, 90% stenosis in the mid cx and 90% stenosis in the mid right coronary artery (rca). Angioplasty was performed on (B)(6) 2014 in the mid cx. A 2.5 x 18 mm non-abbott stent and a 3.0 x 28 mm xience xpedition stent were implanted in the mid rca. A 2.75 x 23 mm xience xpedition stent was implanted in the lad. The patient was discharged to home on (B)(6) 2014. In (B)(6) 2016, the patient was re-hospitalized for shortness of breath. Coronary angiography noted that the stents were occluded. Medication was administered as treatment for the occlusion. It is unknown which of the xience xpedition stents was occluded. No additional information was provided.